Event description:
While attempting to defibrillate a pt (age & gender unk) the device continuously displayed a "release shock" message and failed to discharge. The device was turned off/on and then continuously displayed a "release shock" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.